Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use the visi pro to treat a lesion in the right internal iliac. The device would not cross the lesion despite pre-dilatation with an unknown pta balloon. The physician reported that the pta results were sufficient and ended the procedure. The returned device exhibited stent damage. Evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation without any ancillary devices or cine images from the procedure. The stent was still on the balloon chamber and was well-centered between the marker bands. The proximal strut layer of the stent was flared and the struts severely deformed. The distal end of the stent was undamaged but the width over the distal end of the stent ranged between 0.0815" and 0.0835".the width over the noted damaged struts was up to 0.1490".that width would have been incompatible with a typical guide sheath used in an iliac stenting procedure.